Event description:
It was reported that the customer experienced high blood glucose levels. The customer also received the motor error alarm on the insulin pump. The customer's blood glucose was 424 mg/dl. The customer expressed feeling nausea. Troubleshooting was done. The customer stated that the alarm occurred during basal delivery. The customer did not recall any significant events prior to the alarm. The customer stated that he had been able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion test, prime, excessive no delivery and occlusion tests. The motor was tested outside of the device and passed and no motor error alarm noted. However, the insulin pump was received with cracked reservoir tube lip noted.